Event description:
Information was received indicating that four days after the customer began to use the portex tube, it was noted that pilot balloon was detached from the inflation line. There was no patient injury reported.

Event description:
Additional information was received indicating that a tube change out procedure was performed.

Manufacturer narrative:
Device evaluation- the device was returned for evaluation. Examination showed the device's pilot balloon was fully detached from the rest of the device. The device issue was determined to have been caused by an issue with pilot balloon bonding during manufacturing. The issue was determined possibly caused by the operator not following the bonding process.